Manufacturer narrative:
(B) (4). This is an initial report. The customer's product and test strips have been requested back for investigation and a final report will be submitted when the investigation is complete.

Event description:
Customer reported receiving imprecise adc meter readings of 8.7 mmol/l and 1.2 mmol/l obtained within a ten-minute timeframe. When plotted on the parkes error grid, the results fell within the 'c' zone showing the difference in the readings are considered clinically significant. No meter serial number or strip lot number were provided in the repot. There was no report of serious injury, death or mistreatment associated with this event.